Event description:
The patient was undergoing a medical procedure in the carotid artery using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra sheath, and a guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced a stent through the benchmark and, subsequently, the benchmark fractured. Therefore, the benchmark was removed. The procedure was considered completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 12/9/2022: 1. Section b. Box 5. Describe event or problem. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.

Event description:
The patient was undergoing a medical procedure in the carotid artery using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra sheath, and a guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced a stent through the benchmark and, subsequently, the benchmark fractured. Therefore, the benchmark was removed with the broken section partially attached. The procedure was considered completed. There was no report of an adverse effect to the patient.